Manufacturer narrative:
A1: patient identifier: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: radiology tech the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a nondeployment device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of device history recored (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: angio-seal did not deploy it stayed inside the sheath. Everything was removed and held with manual pressure. There was no harm to patient and everything was successful. Type of procedure performed was a prostate artery embolization. There was no blood loss. Additional information was received on 30sept2025: a pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device.